Event description:
It was reported that crystalens (B)(4) was explanted on (B)(6) 2011 because the pt could not tolerate the glare and shadows. The original surgery date was (B)(6) 2011 and the doctor replaced the crystalens with a different lens.

Manufacturer narrative:
The lens has been requested but has not been received by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.